Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure when the iol was being inserted the haptic stuck in between plunger and haptic was broken. The surgery was completed on the same day with another lens. There was a patient contact. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., h.11. The lens was returned positioned incorrectly (posterior surface up) in the lens case inside the opened, folded pouch in the carton. Viscoelastic was dried on the lens. One haptic was folded with the distal tip adhered to the anterior optic surface in dried viscoelastic. The haptics are full and intact to the optic. The lens was cleaned with klrp to further evaluate the lens. After removal of the dried viscoelastic, the folded haptic fully released from the optic into the original position. No damage was observed to the haptics. No damage was observed to the optic. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece were used. The viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The reported haptic damage was not observed. The haptics are not broken. One haptic was adhered in solution to the optic; however, after removal of the dried viscoelastic the haptic fully released into the original position with no damage observed. The reported haptic stuck in between plunger cannot be confirmed because only the lens was returned in a lens case. It is unknown if a qualified viscoelastic was used in the cartridge. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The reporter indicated to not contact them. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).